Manufacturer narrative:
Previous medwatch submission noted rupture. Healthcare professional reported that device was found intact upon explant. Hence rupture is being unreported. Visual analysis of the photographs identified: capsular contracture : unable to observe as it is a medical event that is not related to the device. Calcification : no observed. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Previous medwatch submission noted rupture. Healthcare professional later reported "implant appears to be intact" and calcification. The device has been explanted.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii

Event description:
Healthcare professional reported a right side "baker iii capsular contracture, presents overprojection, thinning of the flap with ultrasound suspicion of intracapsular rupture". Device remains implanted.